Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient was discharged home without problem. The returned guide wire was kinked at approximately 5 mm from the distal end. Near the ball tip, coil was disarranged and bent. Unspecified brownish object, approximately 1 mm in length, was attached on the disarranged coil. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that excessive torque was inadvertently applied to the distal portion of the guide wire while it was being trapped by the small peripheral vessel. When the accumulated torsion exceeded the product design limit, it made the coil to be disarranged and bit nearby vascular tissue, leading vessel perforation. There was no indication of product deficiency. Instructions for use states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that the subject guide wire was advanced to #4 av during a pci to treat a 75-90% stenosis in the rca #2-3. Ivus was done after poba. When removing the catheter, the guide wire was also pulled back. The guide wire was then re-advanced to #4 av, its tip became trapped by a small peripheral vessel. A microcatheter was delivered over the guide wire to release wire trapping, however, it went unsuccessful. The guide wire was left as is for the moment and another guide wire was advanced to #4 av along the trapped guide wire. Releasing of the trapped wire was attempted for the second time as the physician forcefully pulled the trapped guide wire. It was able to release the trapped guide wire; however, vessel perforation was recognized at the spot where the guide was being trapped. Perforation was treated with deployment of micro coils. The pci was continued and the blood flow was reestablished by stenting.